Event description:
This literature report from united states of america concerns a 31-year-old female patient. She was injected with calcium hydroxyapatite, as a nonsurgical rhinoplasty (off label use of device). After the calcium hydroxyapatite injection, the patient experienced a calcium hydroxyapatite cyst. The patient underwent surgical rhinoplasty to correct a right tip irregularity/asymmetry. She denied any prior injectables. Upon elevation of the columellar skin, a 2 cm cyst was encountered overlying the right intermediate crus and dome, extending from lateral crus to lateral crus and over part of the nasal dorsum and had to be tediously dissected from the nose. There appeared to be fragments of white foreign body that had the look and consistency of calcium hydroxyapatite. After removal, lower lateral asymmetry was observed, with a right tip bossa and the right lateral crus that was markedly concave and shorter than the left. To correct this, the right lateral crus required the additional surgical maneuver of separation of the vestibular skin and horizontal mattress sutures. Pathology showed extensive granulomatous inflammation to foreign material with infiltrate consisting of histiocytes, foreign body giant cells, and lymphocytes. Upon further questioning, the patient admitted to nonsurgical rhinoplasty, 2 years prior. Due to the provided information, the outcome of the event was considered as resolving. In the opinion of the author, it was demonstrated that beyond the risk of vascular events, nonsurgical rhinoplasty may complicate a future surgical rhinoplasty as dermal fillers may cause deformity of the underlying cartilaginous structures and prolonged or permanent thickening of the soft tissue envelope. These deformities required additional surgical maneuvers and surgical time, complicating an already complex operation. Although the observed deformity was possibly pre-existing, permanent nasal deformity potentially resulted from long-term pressure on nasal structures as was observed in the authors experience. The possibility that nonsurgical rhinoplasty caused irreversible nasal deformity had to be considered and part of informed consent.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, granulomatous inflammation/ cyst/ white foreign body (injection site granuloma) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Marotta, j. (2022). Nonsurgical rhinoplasty complicates surgical rhinoplasty, facial plastic surgery & aesthetic medicine, 61 - 62. Http://doi: 10.1089/fpsam.2021.0058.

Event description:
Follow up information was received on 22-mar-2022: the suspect product was recoded from durpatite to radiesse. The suspect product was confirmed as radiesse. The outcome of the events remained unchanged.